Event description:
I represent a hme provider. We've had 4 different pt's report issues with their invacare perfecto 2v concentrator. We spoke to invacare and they report a design change to the perfecto 2v concentrator in august 2014 and october 2018. One of our pts reported that the concentrator imploded and scorched their floor and wall. We sent the units back to invacare. They reported that they are not issuing a recall and will honor their 3 year warranty only. FDA safety report ID# (B)(4).